Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. This is a limited investigation. A review of the device history record, complaint history review, and risk assessment will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the device does not properly mesh during kit inspection. No adverse events were reported as a result of this malfunction.